Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient along with a heli-fx endoanchors for the endovascular treatment of a 62mm abdominal aortic aneurysm. It was reported that the patient had a short angulated neck (6mm) with mild thrombus and moderate calcification. It was reported during the index procedure, after the stent graft had been implanted an angiogram was carried out prior to implanting the endoanchors and a small type ia endoleak was observed. Eight endoanchors were then implanted and another angiogram was carried out. It was reported the leak was much more severe at this point. Ballooning was performed, however, there was still evidence of an endoleak present. It was reported that two days post operation the patient was discharged and was doing well; however approximately 14 days post index procedure, the patient presented with pain and the aneurysm had grown by 6mm. Intervention was completed where the physician implanted an endurant aortic cuff (28x28) and snorkeled both renal arteries. The endoleak was confirmed as resolved. Per the physician the cause of the event was anatomy related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received reported that the event was noted by the investigator to be related to the aneurysm and by the sponsor to be possibly related to the endoanchor and probably related to the aneurysm. The previosuly reported aneurysm expansion event is currently unresolved and is continuing with treatment. If information is provided in the future, a supplemental report will be issued.